Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarm on insulin pump. The customer's blood glucose was 246 mg/dl. Customer stated that the insulin pump alarmed no delivery during manual prime. Advised the customer to discontinue use the pump and revert to back up plan. The product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube.